Manufacturer narrative:
See manufacturer¿s report #3004209178-2016-18798 for the patient¿s other device issue.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) implanted 5-6 years ago as it was defective. The patient stated that it had a short in it and had to be taken out and replaced the following day. Follow up information received on sept. 8, 2016 from the healthcare professional (hcp) report that the patient was scheduled to be seen on (B)(6) 2016. The indications for use for the implanted device were noted as spinal pain and non-malignant pain.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the ins was defective and had a short in it (and was replaced). The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the ins being defective and having a short in it remains unknown as the product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted the implant was discarded after explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.